Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Material no.: 309653. Batch no.: unknown. It was reported that during use of the bd 60ml syringe luer-lok¿ tip an employee was using the syringe to prepare a dose of chemotherapy utilizing a cstd (tevadaptor). The cstd worked as intended but the luer-lock connector on the syringe was damaged which affected the seal with the cstd. This went unnoticed, and there was a minor spill that was resolved with no staff exposure. The following information was provided by the initial reporter: not entirely sure where to direct this, but I wanted to relay it to back to you all in case it was a product defect/known product defect. One of my employees was using this syringe to prepare a dose of chemotherapy utilizing a cstd (tevadaptor). The cstd worked as intended but the luer-lock connector on the syringe was damaged which affected the seal with the cstd. This went unnoticed, and there was a minor spill that was resolved with no staff exposure. Not sure if this was a defect or if the product was damaged prior to reaching us/by us. Product was disposed of as it was filled with chemotherapy and is not available for review.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 309653 batch no.: unknown. It was reported that during use of the bd 60ml syringe luer-lok¿ tip an employee was using the syringe to prepare a dose of chemotherapy utilizing a cstd (tevadaptor). The cstd worked as intended but the luer-lock connector on the syringe was damaged which affected the seal with the cstd. This went unnoticed, and there was a minor spill that was resolved with no staff exposure. The following information was provided by the initial reporter: not entirely sure where to direct this, but I wanted to relay it to back to you all in case it was a product defect/known product defect. One of my employees was using this syringe to prepare a dose of chemotherapy utilizing a cstd (tevadaptor). The cstd worked as intended but the luer-lock connector on the syringe was damaged which affected the seal with the cstd. This went unnoticed, and there was a minor spill that was resolved with no staff exposure. Not sure if this was a defect or if the product was damaged prior to reaching us/by us. Product was disposed of as it was filled with chemotherapy and is not available for review.